Manufacturer narrative:
Depot cleaned and removed spots from tip. Cleaned the touchscreen. Performed all necessary reliability checks and final test. Customer was re-educated regarding proper system cleaning and maintenance as per product labeling.

Event description:
Dirty tip. It was reported by the lumenis engineer that 2 pts had developed blisters after treatment using a lightsheer. The user facility later stated that there were no injuries, just a little redness. Inspection of the device when it arrived at depot noted spots inside the sapphire tip and a dirty touchscreen. An MDR is being filed for dirty tip as requested by the agency.